Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 180 mg/dl at the time of the event and reported a sensor glucose vs blood glucose reading mismatch. The customer also received a change sensor alert. The customer reported no adverse event. The event involved product mmt-7040c9. Troubleshooting was not performed. The sensor glucose value at the time of event was 60 mg/dl and blood glucose value at the time of event was 180 mg/dl and the discrepancy was greater than 30%. Insulin delivery was suspended due to sensor glucose values and blood glucose value difference. No further patient complications were reported. It was unknown whether customer continued using the device. No product return is required for mmt-7040c9.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.